Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was described as being medium build. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a technician attempted arteriotomy closure using the starclose se device in the right common femoral artery after an interventional procedure. Reportedly, during sheath splitting, the thumb advancer could not be advanced completely and was reported to be stuck. Per the instructions for use the safety release button was used to release the device from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be proficient in the use of the starclose se device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the flex guide was slightly bent and the slit on the sheath stopped approximately 1-1/4 inches from the distal end and the thumb advancer was approximately 2 inches to the finish position. The garage leaves were found damaged/bent. The device was disassembled and the catch was in the predeployed position. There was shaft carving noted on the flex-guide approximately 1-1/2 inches from the proximal retaining ring. The most probable cause for distal end flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide throughout the thumb advancer stroke, causing the tubeset to carve into the flex-guide, subsequently, preventing completion of the thumb advancer stroke and sheath slitting. The instructions for use, under the closure procedure section, states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. The main causes for this type of event are: the operator fails to maintain flex-guide straight during the plunger stroke or the thumb advancer stroke and/or deploys the device in challenging anatomies. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents within this lot reported for failure to deploy the thumb advancer. There is no indication of a product quality deficiency.